Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not available for reporting. Device is an instrument and is not implanted/explanted. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the customer returned an instrument with the plastic part broken. Procedural step unknown. The customer confirmed that the breakage occured during surgery. There is no impact on patient or delay in surgery. No fragment left in patient. They used another instrument to complete the surgery. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. An investigation was performed on the subject device. The device was received with several traces of hammer impact on the head as well as at the blue plastic handle of the inserter. It was found that the plastic handle is broken. Based on the received information, the exact cause of this complaint cannot be determined. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Due to the hammering marks and the wear and tear signs, it can be assumed that the instrument was subjected to an excessive force application, which could have caused the breakage at the handle. In conclusion, the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. Surgical technique recommends: advance the nail manually up to the fracture site, using oscillating movements or with gentle blows to the impaction surface of the inserter using the slotted part of the combined hammer. This step can be facilitated by using of the hammer guide for ten. Direct blows on the t-piece of the inserter are to be avoided. Drive the first nail to the level of the fracture. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.